Manufacturer narrative:
Initial 1 of 4. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced four infusion set kinked cannula event 05 mar 2024. The blood glucose level was high and the patient was treated with correction bolus via multiple daily injections. The insertion site was abdomen. The patient replaced the infusion set and resumed insulin deliveries successfully.